Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. The pump was exercised for 24hrs with users I:c ratio settings; no changes in the I:c ratio occurred during the 24 hour duration period. No hypersensitive keys were observed on keypad. Unable to duplicate the complaint during the investigation process. The battery compartment is cracked between the bumper pad and cover. Retuned battery cap and returned cartridge cap used to complete testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.